Manufacturer narrative:
(B) (4). The ge service rep checked power sources and connections. He also performed hv tests. The system operates as intended.

Event description:
The customer reported that the system shuts down periodically. No pt injury was reported.